Event description:
It was reported that this right ventricular (rv) lead was repositioned due to an unspecified anomaly. Other than the repositioning procedure, no additional adverse patient effects were reported. This rv lead remains in service.